Event description:
Revision surgery was performed due to knee mobility problems during walking 1 year and 3 months after the primary. The surgeon revised the implants and adjusted the tibial slope.

Manufacturer narrative:
Mysolution department analysis: here there are the considerations about the outcome of the surgery with respect to the validated planning: the implanted size is a 5 as planned. The cut level seems similar to the planned one. A slightly more lateral position has been chosen. A very small residual varus has been left. The slope given to the implant is much bigger than the planned one. In rev.1 the slope is 7.0°, on the x-rays, we measured 10°more on the outcome of the surgery with respect to the validated planning. Basically, the slope given to the patient is around 17° the analysis of the myknee process, in this case, found no deviations from the standard procedures. Each step has been performed correctly. Clinical evaluation performed by medical affairs director: 1 year after primary tka the patient has still difficulties walking properly and suffers from limited knee mobility. This is most probably due to the anomalous slope of the tibial component. According to the analysis performed by the specific department, the actual slope of the tibial tray was about 17°, which is not compatible with the proper function of the prosthesis. The index operation had been performed using patient-specific guides, and there must have been a problem during surgery that prevented the surgeon to realize the abnormal slope of the implant. The problem experienced by the patient is not due to a defect of the implants. Batch review performed on 10 may 2022: lot 2005697: (B)(4) items manufactured and released on 15-oct-2020. Expiration date: 2025-10-05. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional devices involved: batch review performed on 10 may 2022: gmk-sphere 02.12.0510crr tibial insert fixed sphere cr size 5/10 mm r (k181635) lot 188615: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-02-10. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0026r femoral component sphere cemented size 6+ r (k140826) lot 2004486: (B)(4) items manufactured and released on 10-sep-2020. Expiration date: 2025-08-30. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 2003012: (B)(4) items manufactured and released on 18-jun-2020. Expiration date: 2025-05-21. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Manufacturer narrative:
Visual inspection performed by r&d manager: revision surgery of a gmk sphere cr implant after 1 year from primary surgery due to patient problem of mobility. From visual inspection of the removed components, any anomalies that could had played a role in the event can't be noted. The limited functionality was most likely caused by an excessive tibial slope given during the primary surgery. From visual inspection, there is no evidence that the event is related to a faulty device.